Event description:
Graft tear: it was reported that a graft was implanted in the femoral-femoral position in 2002. Around 3 days later, swelling in the groin was noted. Three days later a CT scan confirmed a pseudo-aneursym. Upon removal of the graft, the surgeon noted a tear in the graft approx 1-2 inches from the anastomosis. The graft was removed and replaced without incident.